Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. He stated that there are no plans for surgical intervention and that the pt is happy with the outcome. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis; the device remains implanted. Results from the product history records review indicated the product met release criteria. There have been on other complaints reported in the lot number. Additional info was requested on 10/20/2010 and 11/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).